Event description:
"It was reported that this system with an implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited out of range high pacing impedance >3000 ohms and presented a loss of capture on the intracardiac electrogram (egm). No adverse patient effects were reported. This lead and ICD remain in service. Additional information was received that the ra lead was fractured, and the ICD was programmed for ventricular pacing and sensing only. Revision was recommended the next time the patient is in clinic. No adverse patient effects were reported. This lead and ICD remain in service." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).